Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
As reported: "left knee revision for loose femur." A size 5 ps femoral component and 5x11 ps insert were revised to a size 5 ts femoral component and 5x14 ps insert with a femoral stem and augments. Spoke to rep: the stem placed at the primary surgery was on the tibial side. There are no allegations against the revised liner. Rep is not aware of any cause or contributor for the loosening. Rep confirmed that no further information will be released by the hospital or surgeon.